Event description:
It was reported the device was used during a thoracscopic bleb resection on approx 11/21/97. The rep was told the device did not fire completely and the handle was difficult to open. The jaws finally opened after some manipulation. The staple line and cut line was ok. This occurred on first firing of the device. The same device was used during the case and it worked fine and subsequent firings. There was no consequence to the pt.